Manufacturer narrative:
The ndi camera polaris spectra, part number pfsr200027, serial (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The camera was connected to a navio system and a case created. The camera infrared failure error displayed. An event log review was completed. The reported problem was confirmed. The event log identified numerous illuminator current faults. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most likely cause is a failure of the internal infrared led board(s) of the camera. The camera is an OEM product and cannot be disassembled further to arrive at a root cause. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a navio tka procedure, it was found that the error "camera infrared failure. This may result in limited field of view" pops on the screen. The amber led is also activated. The aak test was performed and the accuracy was within acceptable limits. The case was continued with the same camera by clicking on continue without delays. No other complications were reported.

Manufacturer narrative:
Section: h3, h6: the ndi camera polaris spectra, part number pfsr200027, serial (B)(6) and used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The camera was connected to a navio system and a case created. The camera infrared failure error displayed. An event log review was completed. The reported problem was confirmed. The event log identified numerous illuminator current faults. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause is a failure of the internal infrared led board(s) of the camera. The camera is an OEM product and cannot be disassembled further to arrive at a root cause. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the reported device (pn 200027 sn (B)(6)), used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. The reported error message indicates that the illuminator leds have gone bad. The illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view. This problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.